Manufacturer narrative:
The ventilator was investigated by our field service engineer. The gas modules were investigated. The seals were broken indicating that the gas modules have been opened, most likely by third party service provider. The monitoring pc board had also signs of made screw holes on it. All parts were replaced. Preventive maintenance was performed on the ventilator, and it then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and no parts were returned for investigation. There are no indication of ventilator malfunction but damages that indicate incorrectly performed maintenance. Who made it and why has not been able to be determined.

Event description:
It was reported that the gas modules were broken. There was no patient involvement. Manufacturer's ref #: (B)(4).